Manufacturer narrative:
Evaluation results: visual inspection of the returned product found one haptic torn. There was evidence of clear surgical residue. A lens work order search was performed and found similar complaints were found. Conclusions: at the conclusion of the original investigation opened for the issue of icl vaulting (both inadequate and excessive), it was determined that the most likely root cause for both inadequate and excessive vault is difficulty in clinical sizing. In no case has a returned lens exhibited a length measurement outside the expected range according to the labeled length. Pre-operative measurement technology available to clinicians in the past did not provide a direct measurement of the sulcus, to which the icl should be sized. The current practice in selecting an appropriate icl for a pt is to measure white-to-white and anterior chamber depth and, through correlative algorithm, predict the length of the icl that will bridge the sulcus. This method of sizing based upon white-to-white and anterior chamber depth measurements was used in the FDA clinical trial and is recommended in the current labeling of the icl. If the predicted length is too short, the result may be an inadequate vault. If the predicted length is too long, the result may be an excessive vault.

Event description:
The reporter stated the surgeon implanted a 13.2 mm micl 13.2 implantable collamer lens in 2007 in the pt's right eye (od). The lens was explanted the following month, due to the surgeon was not happy with lens due to excessive vaulting. The lens was exchanged for a shorter lens. The pt is doing well. The surgeon believed that the pt's white-to-white did not correlate well with the sulcus-to-sulcus measurement.